Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event, the monitor was analyzed and no anomalies were found. (B)(4)

Event description:
It was reported that the patient felt a shock when the remote monitor reached the third light on the telemetry side. The shock felt worse recently. The caller even covered up the lights and found that it was happening at the third light. Patient support (ps) had the patient checked the switches and walked through a successful transmission with the patient. The patient will try another transmission to see if a shock is felt or not. The monitor was replaced. No patient complications have been reported as a result of this event. It was further reported that the monitor has been returned.